Event description:
Per the facility's voluntary medwatch report: "pt underwent extensive oral surgery - procedure lasted 8+ hours. Postoperatively, pt was noted to have stage 1 pressure sores on the latera-dorsum aspect of the ankles bilaterally from the sewin-in end tubing of the sequential compression devices. Appropriate positioning and gell padding was utilized. The scds are designed in such a way that they cannot be adjusted to avoid the end tubing pressing against the ankle without rendering them ineffective or kinking the tubing. Six weeks post op, the pt still has pain, numbness and tingling due to nerve injury. Following up with an orthopedic surgeon who has put her on neurontin. Possible follow up with neurologist. Concern is for possible long term/permanent nerve injury."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjohuntleigh (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.